Manufacturer narrative:
(B)(4). One sample was received for evaluation with the styled wire inside the device. Visual inspection confirmed air in the cuff. Upon removing the styled wire, 2ml of air was removed from the tracheal cuff, and 1ml of air was removed from the bronchial cuff. Functionality inflation and deflation tests were performed, and both cuffs were found to function as intended. The customer reported malfunction was not confirmed.

Manufacturer narrative:
Covidien reference number (B)(4). This follow-up is being submitted for correction.

Event description:
It was reported that during pre-test of an endobronchial tube cuff, the cuff would not inflate in spite of the continued air insertion. There was no patient involvement.

Manufacturer narrative:
(B)(4).